Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " and "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations contained in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08536 & 08538).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain, metallosis and possible movement of the acetabular components. During the procedure, black tissue, corrosion and elevated metal ion levels were allegedly noted. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations contained in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain, metallosis and possible movement of the acetabular components. During the procedure, black tissue, corrosion and elevated metal ion levels were allegedly noted. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations contained in patient's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records reveal revision on (B)(6) 2014 was due to pain and elevated metal ion levels. Additional information in patient's operative report noted pseudotumor and trunnions. Further information received revealed patient's tissue was biopsied on (B)(6) 2014.